Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a prime rewind anomaly on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that the insulin is "squirting out" during the manual prime process and they are receiving an a33 alarm. The customer reported that the drive support cap is loose. The customer was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction. The customer was advised that the insulin pump need to be replaced. It was explained to the customer that the cause of the a33 alarm is during seating the force sensor did not detect the reservoir.